Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: colecistectomia laparoscopica. Incident description: durante la intervencion encontraron un trocito de plastico negro dentro del campo. Desmontaron los trocares para ver de donde era y vieron que del trocar de la camara (c0r47) se habia caido un trozo de la reductora. Me dicen que solo se habia introducido la camara por ese puerto. Nada de tijeras o ganchos. No tienen ni numero de lote ni el producto. Solo foto que incluyo translation mis: during the surgery they found a small piece of plastic inside the body. They dismantled the trocars so see where it comes from and they saw that the optical trocar (c0r47) missed a little piece of the seal (reduction part) they only used this trocar for the optical, no scissor either hooks. They don't have lot number of this product, only the photo I've included. Additional information received from team member on 10 april 2017: this is the first of 2 incidents with the same model number. The second incident is described in cer (B)(4). Type of intervention: n/a. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. Upon photographic inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.